Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an unspecified alert/notification settings occurred. The patient experienced no audio output (no audio alarm) from receiver and mobile display devices. The missed alert occurred from midnight to 3 am. According to the report, prior to sleeping the patient was feeling fine and his cgm (continuous glucose monitor) reading was 160 mg/dl. During the night while he was sleeping, the patient reported he did not hear or get an alert from his dexcom mobile app telling him his blood glucose is low. As per the patient, his wife woke up because he was seizing. His wife applied the intranasal glucagon then he said it came around and had carbohydrates. The patient added he had some usual severe low symptoms, but he only described sweating. The patient was fine, and his blood glucose was up to 100 mg/dl after, so they went back to sleep. No cgm reading or bg (blood glucose) value was documented for the episode; however, it was noted that cgm readings reached or went past the alert threshold. The patient was not brought to a hospital, and he was fine during the call. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.